Event description:
A customer reported difficulty ventilating a pt in both mechanical and manual mode of ventilation. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under (B)(6) law and the (B)(6) data protection act 1998, pt information is considered confidential and will not be released by the hospital.